Manufacturer narrative:
Initial reporter addr 1: (B)(6). Investigation summary. Material #: 367815. Lot/batch #: 2130972. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Bd was unable to confirm tube push off via the photos. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and the issues of under fill and tube push off were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill but it is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes that there was underfill or low draw of a tube with blood and whole tube push off non patient end of needle. The following information was provided by the initial reporter: 367815 serum tube reported to have tube bounced back issue during blood collection. User suspect vacuum level diminished or hemogard diaphragm hardening issue. This resulted underfilling of sample when bounced back.